Event description:
It was reported that the patient presented remotely via merlin.net with myopotential inhibition on their cardiac defibrillator. Upon review of the electrocardiogram, noise inhibiting pacing was found. Programming changes were discussed. No further information available.